Event description:
Healthcare professional later confirmed left side rupture did not occur.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade iii and rupture. Healthcare professional later confirmed left side rupture did not occur. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsulectomy, strattice insertion, rupture, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade iii and rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
This supplemental emdr was generated for correction to previous emdr aware date. Correct aware date is 29jan2024.

Event description:
Healthcare professional reported "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade iii and rupture. This record is for the left side. Healthcare professional later confirmed left side rupture did not occur. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade iii and rupture. Healthcare professional later confirmed left side rupture did not occur. Device has been explanted.